Event description:
It was reported that the customer went to the emergency room (ER) due to diabetic ketoacidosis and blood glucose (bg) level of 900 mg/dl. Customer¿s bg was treated intravenously with fluids of saline and insulin. Reportedly, customer left the ER 2 days later with the issue resolved and no permanent damage. Reportedly, the wake button was unresponsive. Pump display turned on when plugged into a power source. Reportedly, customer reverted to an alternate method of insulin therapy.